Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a low power advisory alarm with charged batteries, the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage alarms while connected to batteries was confirmed via the submitted log files; however, it was not reproduced. A review of the downloaded controller event log file spanned approximately 8 days ((B)(6) 2026 per time stamp). From (B)(6) 2026 at 08:52:38 ¿ (B)(6) 2026 at 17:15:42 while connected to batteries, the low voltage alarm intermittently activated due to rsoc voltage fluctuations on the black power cable causing it to be outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, serial number (B)(6), was functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were produced during testing. A root cause of the reported event could not be conclusively determined through this analysis. Incidental findings: wire fatigue and missing backup battery cover. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. Heartmate 3 instructions for use (rev. B) section 8-¿equipment storage and care¿ and heartmate 3 patient handbook (rev. B) section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.